Event description:
It was reported to medtronic minimed that the customer reported crack on the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and found that the functionality of the pump was affected due to the damage and getting low battery alarm. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored and no unexpected charge/battery lasts less than expected noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 05/06/2025 13:10:00.000. Insert battery alarm was found on: 05/05/2025 19:32:23.000, 05/05/2025 19:35:24.000, 05/05/2025 19:35:40.000. 05/06/2025 02:36:22.000 to 05/06/2025 20:47:19.000. 05/10/2025 23:44:04.000, 05/10/2025 23:48:11.000. Failed battery alert/battery failed alarm was found on: 05/06/2025 02:36:23.000. 05/06/2025 20:46:39.000, 05/06/2025 20:46:55.000. 05/10/2025 23:48:11.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 12-may-2025 at 22:21:00.000. There was no power data available for the date of 06-may-2025 and 10-may-2025. Unable to check power data for low battery alert and failed batt/battery failed alarm. No unexpected low battery alert and failed batt/battery failed alarm noted during testing. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 05/06/2025 20:35:00 faster than expected at 0.04 days. Battery cycle 2 received the lowbatteryalert (104) on 04/30/2025 09:43:00 faster than expected at 0.07 days. Battery cycle 3 received the lowbatteryalert (104) on 04/23/2025 08:14:00 after more than 7 days at 16.54 days. With reference to the battery duration failure analysis instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. In further review of the formatted history file 1 week prior to the event date of 11-may-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 05/06/2025 12:48:00.000. Lostsensor2alert (781) was found on: 05/06/2025 13:10:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No evidence of physical or moisture damage on the force sensor, motor and vibrator assembly noted. Charge/battery lasts less than expected was confirmed due to slight corrosion on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a stained keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the battery compartment of the pump during analysis. The pump passed all the required testing. However, charge/battery lasts less than expected was confirmed due to slight corrosion on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.